Manufacturer narrative:
The device history was reviewed and found to meet manufacturing specification. This investigation is ongoing.

Event description:
The user facility reported during the endolaser part of a procedure the screen went black in the middle of surgery. Instruments were removed from the eye and the infusion line was clamped. The system rebooted itself after a few seconds and all modules gave errors on boot. The errors were cleared and the system was manually rebooted. Wireless capabilities needed to be enabled in the system settings menu upon startup. The cassette/tubing was primed and the case was completed without the need for additional surgical maneuvers. We were unable to duplicate the error after reboot. This failure occurred during surgery, with patient contact. There was no patient injury or adverse surgical outcome to report. The product failure resulted in a delay of approximately 10 minutes.

Manufacturer narrative:
The customer has not responded to the quote and follow up email for repair. As no formal product evaluation was performed, cause of event is unknown or inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.